Manufacturer narrative:
The chronic driveline infections were reported under MFR report number 2916596-2016-00885 and MFR report number 2916596-2016-00673. Device unique identifier (UDI) - (B)(4). Approximate age of device - 1 year and 7 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had history of chronic driveline infection since the initial implant. The patient was (B)(6) for (B)(6). It was reported that the patient expired on (B)(6) 2017 due to sepsis and multiple complex comorbidities.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.